Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system (model#m-4800-01 serial# (B)(4)), stockert 70 system (model# m-5463-01 serial# (B)(4)), coolflow pump (model#m-5491-02 serial# (B)(4)). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent a left sided idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter and suffered a vascular dissection and acute myocardial infarction which required surgical intervention. It was reported that during a retrograde approach for a left sided premature ventricular contraction (pvc) procedure the patient developed chest pain. The 12 lead electrocardiogram (ECG) showed anterior st elevation. Coronary angiography was performed which showed there was a left main coronary dissection. A balloon pump was inserted. The patient was stabilized and then transferred to the operating room for coronary artery bypass graft (CABG) surgery. Additional information was received on the event. Following the dissection, the patient experienced st segment elevation myocardial infarction (stemi) and an intra-aortic balloon pump was placed to stabilize patient prior to emergent open heart surgery for coronary bypass. The patient did require hospitalization. The physician felt the event was related to the catheter manipulation. The physician believes this is not a problem with the product, but a complication that occurred during the use.